Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary artery. A 2.50 x 20 synergy ii des drug-eluting stent was advanced for treatment. However, during preparation, the edge of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the lesion has 90% stenosis, moderately tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in right coronary artery. A 2.50 x 20 synergy ii des drug-eluting stent was advanced for treatment. However, during preparation, the edge of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable after the procedure. It was further reported that the target lesion was 90% stenosis, moderately tortuous and severely calcified. The lesion was prepared as normal.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during preparation, the edge of the stent was lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.